Event description:
It was reported that stent damage occurred. Vascular access was obtained via right artery. The 87% stenosed, 8mmx4.5mm, eccentric, de novo target lesion was located in the moderately calcified right coronary artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 4.0x15mm emerge balloon catheter resulting to 42% residual stenosis. A 12 x 4.50 rebel bms stent was advanced but failed to insert the lesion. However, when the device was removed, it was noticed that the proximal of the stent was deformed. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right artery. The 87% stenosed, 8mmx4.5mm, eccentric, de novo target lesion was located in the moderately calcified right coronary artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 4.0x15mm emerge balloon catheter resulting to 42% residual stenosis. A 12 x 4.50 rebel bms stent was advanced but failed to insert the lesion. However, when the device was removed, it was noticed that the proximal of the stent was deformed. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
D4 lot number corrected from 0021833102 to 19903550. D4 expiration date corrected from 03/06/2021 to 10/31/2019 h4 device manufacture date corrected from 03/07/2018 to 10/29/2016. Returned product consisted of a rebel bms device with stent. Visual inspection revealed numerous hypotube kinks. Microscopic inspection revealed that the stent was damaged on the distal end.